Manufacturer narrative:
Investigation summary - bd received five photos for investigation. Evaluation of the photos indicated that the case pack had only a japan label on it, and two original labels were missing. Additionally, one retained case pack containing 100 samples was visually inspected, and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd a-line¿, two boxes were missing the product label. The specific labels that are reported missing are unknown. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd a-line¿, two boxes were missing the product label. The specific labels that are reported missing are unknown. No adverse impact was reported regarding the patient or user.